Manufacturer narrative:
The patients' date of birth and weight were not supplied. Beckman coulter (bec) customer technical support (cts) guided the customer in trouble shooting the erratic patient results and device error messages received on the customer's access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system. The customer was instructed in cleaning the wash valve. After cleaning the wash valve, the system was primed with no errors. The customer noted that the wash pump had a large amount of air at the start of the priming sequence. After the priming was completed, the customer performed a system check and completed qc both of which met all assay and system specifications. In conclusion: there is sufficient evidence provided to suggest a hardware malfunction of the wash valve as the cause of the device error messages and the erratic patient results.

Event description:
The customer reported obtaining non-reproducible troponin I (accutni+3), prostate-specific antigen (access hybritech psa), vitamin b12 cobalamin (access vitamin b12), and thyroid-stimulating hormone (access hypersensitive htsh) results for four patient's samples on their access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer stated that the results were not released out of the laboratory. The patient samples were repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered with erratic results. There was no report of patient injury or change in patient treatment associated with this event. Calibration and system check parameters met assay and system specifications. Quality control (qc) results performed on the day of the event were flagged with device error messages information on the collection and processing of the patient's samples was not provided.